Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670,serial number (B)(4), lot number 5604649. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 425cc breast implants and experienced deflation on the left breast implant. The deflation was diagnosed during the physical exam by the healthcare professional on (B)(6) 2018. As a result, the patient will undergo removal and replacement with saline mentor smooth round moderate profile 475cc breast implants on (B)(6) 2018 .

Manufacturer narrative:
On 04/27/18, it was reported to mentor that the patient decided to change the size of the replacement device from saline mentor smooth round moderate profile 475cc catalog number 3501680 to saline mentor smooth round moderate profile 525cc, catalog number 3501685. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/28/18, it was reported to mentor that the lot # 5628981 , catalog #3501670 , serial # (B)(4) was correct and the nurse sent the wrong product for evaluation. There was no trauma or adverse event to the breasts. Patient reported having sudden pain in the left breast, accompanied with a decrease in size on the left. The patient did not experience any complications. Patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/23/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/17/18, it was reported to mentor that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, it was reported that the date problem observed was (B)(6) 2018. The date of explantation was on (B)(6) 2018. The device was intentionally damaged during removal for the purpose of removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/03/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 1.3 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/20/2018, it was reported to mentor that the device history record ( DHR) of lot number 5628981 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).